Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The reported defect was confirmed. The returned gold probe device failed an electrical test. Dissection of the device showed an open circuit; one of the copper wires was fractured in two parts. Based on all gathered information, the root cause is considered a manufacturing issue. Further investigation of this issue is ongoing. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
The exact date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed in (B)(6) 2010. According to the complainant, the patient was being treated for an avm, which was not bleeding at the time of this procedure. The gold probe device was positioned within the patient's colon. When the generator pedal was engaged, the probe did not cauterize. The gold probe was not tested prior to use. A second of the same gold probe device was used along with the same generator to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed in (B)(6) 2010. According to the complainant, the patient was being treated for an avm, which was not bleeding at the time of this procedure. The gold probe device was positioned within the patient's colon. When the generator pedal was engaged, the probe did not cauterize. The gold probe was not tested prior to use. A second of the same gold probe device was used along with the same generator to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.